Manufacturer narrative:
(B)(4). Device not returned to manufacturer for evaluation. (B)(4).

Event description:
It was reported that the device had ¿intermittent failure¿. No indication of patient impact. No other details given.